Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a percutaneous tracheostomy, a dolphin bt ciaglia balloon-assisted percutaneous tracheostomy introducer set was used. The balloon of the device burst while inflating at a pressure of less than 11 atmospheres (balloon burst at 10atm) and then became difficult to remove. A new dolphin set was then used and the procedure was successfully completed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. No issues were found related to the reported complaint. There is no evidence to suggest the finished product was not made to specifications. One used device was returned. The balloon was found to be ruptured vertically along the length of the balloon as well as fully separated horizontally at the proximal end. The distal and proximal balloon bond sizes were within specifications. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.